Event description:
Customer states she noticed her finger became bruised after pricking her finger with the softclix lancet (lot number unk). The customer did not provide the location where the injury occurred. The customer's finger became infected and her physician prescribed oral antibiotics and a topical antifungal for two weeks. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the softclix lancet.